Event description:
Health care professional reports home pt felt he had been infused with excessive amounts of air while using homechoice cycler for automated peritoneal dialysis therapy. Home pt reported air was being introduced into him during the priming phase. Follow up with health care professional reveals there was no pt injury or medical intervention. Health care professional does not attribute homechoice cycler to home pt's report of excessive air, but "feels" home pt may not have followed proper priming procedure.